Event description:
Clinical study. It was reported that during a coronary drug eluting stenting treatment procedure, difficluty withdrawing the balloon was encountered. The investigation site reported that "dc difficult to remove from stented site", when asked for claritifcation doctor replied "after balloon deflation, balloon retrieval was difficult-it stuck to the stent." There were no pt complications reported.

Event description:
It was further reported that 146 days after a coronary drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the rpda with 95% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with cutting balloon angioplasty followed by placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 10%. The pt was discharged the next day. The pt presented to the ER 2 mos later complaining of increased shortness of breath. Pt was admitted with a diagnosis of worsening of congestive heart failure. No further documentation is provided for this admission. The pt was readmitted 11 days later with an acute exacerbation of congestive heart failure and was transferred to a skilled nursing unit, as their condition was terminal. Pt was discharged to hospice ten days later with discharge diagnoses of idiopathic hypertrophic subaortic stenosis, pulmonary fibrosis, ischemic cardiomyopathy with congestive heart failure, diabetes mellitus, and chronic renal failure. The pt expired in 2 mos later. The death certificate is unavailable; the monitored crf notes the event leading to was 'chf and respiratory failure.' In the opinion of the physician the target vessel was not involved.